Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal bupivacaine, dilaudid (hydromorphone), and baclofen (unknown) at unknown concentrations/doses via an implantable pump for non-malignant pain and chronic low back pain. The patient stated, 'they had the pump since 2003 and every doctor they had has gone to jail because they were giving people the wrong stuff'. Patient stated, 'they had another doctor pumping him full of stuff and they found out through another doctor that they had put darvocet in his pump which should not have been in there'. Patient also stated this last doctor had not done anything for him since they had been there for 14-15 years. Patient stated he was always in pain and had hypersensitivity and his legs hurt and they could drive and stand up and almost walk but no one knew what to do with him. Patient stated they had no quality of life and no one wanted to be around him because he was hurting so much. Patient stated he was just deteriorating. Patient stated he cannot find an healthcare provider (hcp). Patient stated when they took darvocet out and 10 years nothing had been done. Patient stated does not have anything for breakthrough pain and does not know what to do. Patient stated was getting close to having a new pump placed. Patient reported they had never had any problems with the pump and never had a leak and only had problems when a doctor pulled the needle out one time and got some in him and he was high as hell until 2 o'clock in the morning and his eyes were crossed and could not see anything and they never gave him anything and just sent him on his way. Patient stated doesn't know what doctor that was. Patient then stated they were told that the medicine breaks down after 30 days but they had literally watched it dwindle away and they do not know what to do about that. Patient states does not feel like the bolus was doing anything and wakes up screaming and crying and advisedto put the dosage/concentration to where it was. Patient stated when they change the dosage/concentration it was not helping and does not have any effect on him. Patient stated he was also taking oral medication. Patient stated he used to go in 3 months and now goes in monthly. The patient was redirected to their healthcare provider to further address the issue. Patient stated they woke up paralyzed one day and had stroke and legs were just shimmering and had all kinds of pain 24/7.